Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. In the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation as the stent remains in the patient. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot number was not provided. The reported patient effects of myocardial infarction and occlusion are listed in the xience alpine everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the xience alpine stent implant occluded 2 years post procedure that led to other issues. The patient did refer to another heart attack. No additional information was provided.